Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2025. On 09/15/2025, it was reported that the patient was working in the yard when she felt dizzy and nauseous. She checked her cgm device and it was in a ¿brief sensor issue¿ state. No bg meter value was taken. At an unspecified time later, the patient was found unconscious in the yard. Emergency medical services (ems) was called when they arrived the patient¿s bg meter reding was 38 mg/dl. The cgm was providing values at this time and was reading 58 mg/dl. The patient was transported to the emergency room (ER). The patient was treated with (8) vials of liquid glucose and food. At the ER, the patient¿s bg meter reading was 70 mg/dl and the cgm was back in a ¿brief sensor error¿ state at this time. A recheck of the patient¿s bg meter reading was between 68-70 mg/dl and the patient regained consciousness in the ER. Upon waking up, she had a headache, was disoriented and vomiting. The patient¿s cgm device was removed. The patient was given a sandwich and juice and was then treated with insulin. Blood work was also drawn. After eating, the patient¿s bg meter reading was 81 mg/dl and the patient was discharged home after approximately 4 hours. The patient replaced her sensor and reported the new sensor was working properly. The patient was feeling better at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.